Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B) (6) male pt, the device charged up and issued a shock for a heart rhythm they believe was non-shockable. The complainant stated that the pt was already asystole when pads were applied and CPR was performed during the analysis phase. Complainant indicated that the post exam death occurred 2-3 hours earlier.